Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational. Pre-ast 15-mins 1000ml simulated treatment was performed without any failures or problems an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification an internal inspection of the cycler found a shortage on the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the front panel at the completion of the investigation. There were also visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did reveal issues or problems related to the reported symptom code(s). Production problem report revealed front panel replaced on (B)(6) 2022, in regards to the failure analysis problem report which stated the recommendation to replace the inverter board. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported a cycler screen was blank during ready. The caregiver pressed ok, stop, and touched the screen, but the screen remained blank. The caregiver rebooted cycler, and the ok and stop keys lit up, but the screen remained blank. After removing the power cord and rebooting, the screen still remained black. The technical support representative issued a replacement cycler and advised the caretaker to discontinue using the cycler. The patient will perform alternate treatment. The caretaker was advised to contact peritoneal dialysis nurse to inform of replacement. This is an out of box failure. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.